Event description:
On 3 occasions, the laboratory has notified the sending unit about "leaky spinal fluid tubes." Upon inspection, it has been noted that there is a crack on the top of the tubes, on the caps. The exact same size and shape crack was noted on 2 of the 3 tubes.